Event description:
We are reporting multiple issues with the terumo teruflex blood bag system with blood sampling arm, cpd/optisol, 450ml blood collection bags. These issues all occurred with lot 220105ag. (B)(6) 2023 optisol bag developed a dime-sized hole during centrifugation and spilled in centrifuge (B)(6) 2023 the main line split down the center during centrifugation, introducing air into the unit (B)(6) 2023 segments on multiple units burst during centrifugation this lot was pulled from use and is still available for further investigation.